Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer. The crit-line blood chamber was tightened as soon the leak was visible. Tightening did not resolve the leak, and the crit-line was replaced with a different lot number of the same product. Estimated blood loss was less than 5 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample has been discarded. Facility was unable to provide patient information.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.